Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). The programmer was returned for repair, and both boards were corroded by a liquid. The device was scrapped.

Event description:
Information was received from the consumer and a health care provider (hcp) regarding a patient receiving intrathecal fentanyl 5000 mcg/ml at 240.1 mcg/day, clonidine 150 mcg/ml at 7.203 mcg/day, and bupivacaine 35 mg/ml at 1.68 mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. If the patient got all of the meds in a normal infusion mode, she could not go to the bathroom, but the same dose via boluses worked fine. The patient reported leg numbness occurred as well. The patient's right leg went numb before her left leg got pain relief. The patient had to be "inverted" when he bolused, otherwise he could not go to the bathroom, and his leg went numb. The patient would lie on an ottoman that was propped up on a couch when he bolused. If the patient was sitting or lying down, the medication went to his right leg but not the left leg. Although the patient reported first experiencing the leg numbness and inability the go to the bathroom in 2013, the health care provider (hcp) reported that it began in january 2015. The dose was "too high," so they decreased the bolus dose. Additional information was requested regarding the cause of the patient's issues, device information, and clarification on "not being able to go to the bathroom." If additional information becomes available, the event will be updated.

Manufacturer narrative:
.

Event description:
Additional information was received from a healthcare provider. It was reported that there was a problem with the personal therapy manager (ptm). The patient's legs would go numb, and the patient would fall and get sores. When asked how that related to the ptm, the statement was clarified to be referring to the patient needing to be inverted to request a bolus. Additional information was later received from a consumer. It stated that everything was working with the patient and ptm. The patient just wanted a backup ptm, so that he wouldn't end up in the emergency room if his ptm broke. As of (B)(6) 2016, the patient's ptm lockout settings were programmed to allow one bolus every ten minutes, two boluses per hour, and 42 boluses per day. The duration of the bolus was five minutes.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.